Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard failure. The field service engineer (fse) resolved issue by adjusting the keyboard cable to restore proper connectivity. After adjustment, the keyboard was tested and used successfully, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard only works in a certain position, and this position does not have all the keys available. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.